Manufacturer narrative:
The lot was manufactured march 9, 2016 ¿ march 10, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused during infusion of 4000 mg of fluorouracil in 230 ml of 0.9% sodium chloride. The device ran for 24 hours instead of the expected 46 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.